Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.